Event description:
It was reported that the patient experienced ineffective therapy with both leads. Surgical intervention was undertaken on (B)(6) 2026 wherein the bilateral leads were repositioned to address the issue.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.